Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular lead had had a possible fracture on the pace/sense portion of the lead as the pacing impedance was noted to be high/undefined, noise was noted in recorded electrograms, and a alert was triggered for non-sustained episodes and short v-v intervals. T-wave oversensing was detected on several episodes. The pace/sense portion of the lead was capped and replaced with a new pace/sense lead. No patient complications have been reported as a result of this event. It was further reported that the rv lead triggered alerts for undefined high rv coil defibrillation impedance and undefined high superior vena cava (svc) coil defibrillation impedance. Additionally, the replacement pace/sense rv lead triggered an alert for pacing impedance. The rv lead and the replacement pace/sense rv lead were capped and replaced.